Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low readings issue with the adc freestyle libre sensor. The customer reported receiving a 'lo' (< 40 mg/dl) reading with the sensor, and self-treated with soda. The customer reported that after self-treatment, readings remained low so his wife took him to the hospital. A healthcare meter reading of 284 mg/dl was obtained, and the customer treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event. It should be noted that the customer reported wearing the sensor on his stomach, which is off-label use.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported a low readings issue with the adc freestyle libre sensor. The customer reported receiving a 'lo' (< 40 mg/dl) reading with the sensor, and self-treated with soda. The customer reported that after self-treatment, readings remained low so his wife took him to the hospital. A healthcare meter reading of 284 mg/dl was obtained, and the customer treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event. It should be noted that the customer reported wearing the sensor on his stomach, which is off-label use.